Manufacturer narrative:
The manufacturer received the devices, investigation is ongoing, other source documents were not provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom us acetabular component 48/42 h on an unknown date. The patient was revised on (B)(6) 2014 due to pain and elevated metal ion levels.

Manufacturer narrative:
Additional information was received on september 15, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2014 due to pain, elevated metal ions and adverse reaction to metal debris. On visual examination, some scratches were found on articulating surface of the cup. The review of x-rays did not lead to new information regarding the reported event. The device manufacturing quality records indicate that these components met all requirements to perform as intended. Visual examination: condensed regions of third body material are present on the porous coating of the durom acetabular component. Chipping is present on rim segments c and d of the durom acetabular component. Scratching and chipping are present on rim segments a and b of the durom acetabular component. Scratches are present on the face of the metasul ldh large diameter head and distal face of the metasul ldh head adapter. Third body material is present on the inner taper surface of the metasul ldh head adapter. Third body material is present on the articular surface of the metasul ldh large diameter head. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that a product liability claim has been raised. It was now reported that the patient was implanted a durom us acetabular component 48/42 h on the right side on (B)(6) 2007.